Manufacturer narrative:
There was no sample returned for evaluation. The final product lot was identified. A device history record review for the lot was conducted and there were no anomalies found. The product was released according to the product¿s acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on its acceptance criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two probe samples were returned for evaluation. The final customer lot was identified. A device history record review for the lot was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint history examination indicates there was one other complaint for the reported issue. Sample #1: the probe sample was visually inspected and deemed nonconforming. The shell was not connected to the body. Adhesive was present between the two components. The inner cutter also appears to have been broken off at the coupling. No functional testing could be performed due to the damage to the probe. Sample #2: the probe sample was visually inspected and deemed conforming. Actuation and cut testing were performed and deemed conforming. Aspiration testing was performed and deemed conforming. The complaint evaluation does not confirm the probes had a cutting failure. One probe were manufactured and functioned to specification. The root cause for this complaint issue is unknown because the returned sample was conforming to specification. The second probe had damage to the probe such that one component was detached. The exact reason for the damaged probe cannot be determined from this complaint evaluation. It is likely that the probe experience some external force which weakened the adhesive bond between components. This damaged condition was not stated in the complaint information, so this damage may have occurred during handling and transporting of the sample back for evaluation. Information in the complaint record also states that one probe was a donor pack, so the handling and packaging of this one probe prior to its use is unknown and could have contributed to the probe component becoming detached. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe cutter failed during a vitreoretinal procedure. It is unknown at this time of the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. Additional information and a product sample have been requested for this report.